Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 100 mg/dl. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was damaged and the second occurrence of replace battery alert or replace battery now without a low battery warning for four times. Customer troubleshoot was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error detected, low battery, and power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alarms noted during testing.